Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that patients being treated with everolimus test positive for sirolimus on the architect analyzer. On (B)(6) 2016 a patient being treated with everolimus generated a positive sirolimus result by architect, but a result of <0.9ng/ml on the uplc mass spec. There was no reported impact to patient management. There was no additional patient information provided.

Manufacturer narrative:
The investigation of the customer issue included a review of complaint text, a search for similar complaints, and a review of labeling. The customer observed a falsely elevated sirolimus result, while using architect sirolimus, list 1l76-25 lot 50170m500, on patients being treated with everolimus. A review of complaints for lot 50170m500 did not indicate any similar issue or trend. There was no patient sample available to assist in the investigation. A review of the sirolimus assay product labeling shows adequate information regarding testing and regarding limitations and performance of the assay. The information in the complaint text does not reasonably suggest a malfunction since an everolimus sample was purposely tested on the architect sirolimus assay. Based on the investigation the architect sirolimus reagent, lot 50170m500, is performing as intended and no product issues or malfunctions were identified.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred, therefore the device was not performing as intended, and conclusions code was corrected in evaluation codes from (B)(4).